Event description:
This incident occurred at the 9th international workshop catheter interventions in congenital and structural heart disease. Physician used an asd implant to close a vsd, after release, the device embolized into the aorta. The device was retrieved with a snare and a 6mm muscular vsd was implanted.

Manufacturer narrative:
Device examination by aga's research and development scientist found no abnormalities. Investigation verified the device met dimensional specifications. Add'l info was received from the distributor on 7/17/2006 in another country. The report was sent for translation on 7/18/2006.